Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that the wafer's starter hole was off-centered. This had been an ongoing issue for over 1 year from an unknown number of wafers from an unknown number of boxes. It was unknown whether the product was used. No photo is available at this time.